Manufacturer narrative:
On (B)(6) 2021 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
On (B)(6) 2021 - the consumer was using the product due to a pinch nerve. The consumer was laying on the product. While in use the consumer felt pain. The next day, the consumer claims to have received a burn on her lower back. The consumer claims the snap part of the product caused the burn. The consumer waited over a week to contact our complaints center which is why the claim was late to file.

Manufacturer narrative:
2/19/2021: we have requested the device be returned to the manufacturer. To date, we have not received the device. 7/19/2021: the consumer provided the device to the manufacturer. An investigation was complete. Below is the manufacturers narrative: product was returned, but in a non working condition. Unit had signs of excessive heat due the wires being pronounced through the pvc. The pad does look like it overheated. There are no visible burn marks or holes, so it did not reach extreme temperatures. Consumer states;" I was using the heating pad on the sofa then it started to get very hot. I was laying on my side with the heating pad was rapped around me, with the pad against the sofa." Unit had no power and was not working. As unit was not working we could not determine cause of failure. It seems from the statement the unit was trapped between her and the sofa. This can cause excessive pressure and increase feel temperature. We instruct users to lay the product "on top" of the area to be treating - keeping one side exposed to air. This allows the thermostats to function properly. Even when covered we will be below the 70 c (158 f) max temp allowed by ul safety testing due to thermostat control. Under instructed use, surface temperatures with cover being used would not go above 65 c (131 f). This model has been discontinued.

Event description:
2/19/2021: the consumer was using the product due to a pinch nerve. The consumer was laying on the product. While in use the consumer felt pain. The next day, the consumer claims to have received a burn on her lower back. The consumer claims the snap part of the product caused the burn. The consumer waited over a week to contact our complaints center which is why the claim was late to file.